Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision due to broken glenoid component.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely due to the malpositioning of the glenoid component during the primary surgery, which likely led to the reported disassociation.

Event description:
Index surgery: (B)(6) 2016. Revision due to broken glenoid component.